Manufacturer narrative:
This medwatch report reflects 130 initial events and 102 supplemental events summarized as part of exemption number (B)(4). This medwatch report also includes 76 corrections for previously submitted events. If additional information is received, follow-up reports will be submitted to the FDA.

Event description:
Attorneys have alleged that their clients suffered injuries associated with da vinci surgical procedures. These claims do not involve reportable deaths or malfunctions. These allegations were first received by intuitive surgical, inc. (Isi) between (B)(4) 2014 - (B)(4) 2015. For those claims where procedure dates are provided, the dates range from (B)(6) 2002 - (B)(6) 2014.